Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed via a video attachment but not replicated in-house. In the video, the arm can be seen oscillating along 2 points on the pitch axis ¿even though the master arm was not being operated.¿ the unit was tested on an in-house system where it passed normal mode with no related errors. A hard shell abdomen model was use to attempt to replicate the oscillating motion but did not. The unit was also tested on an in-house pftp where it passed all tests with no related errors. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) moved with non-intuitive motion. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high resolution stereo viewer attempting to manipulate instruments when the issue occurred. The customer was able to reach a certain angle during a movement and then the instrument starts to move on its own. The instrument moved in the intended direction when the angle was not appropriate. If the angle was appropriate then it could continue. The instrument was observed to have a reciprocating motion. The timing of the movement was appropriate when it worked normally. The arm was shaking, but the customer was unsure about friction as the patient had a very stiff chest wall. There was no instrument to instrument interference and no external collisions. The issue was intermittent and only occurred at certain angles. The surgeon found an angle where the issue did not occur and continued the operation to avoid the angles where the instrument moved on its own. The instrument yaw moved up and down at a steady pace when at a certain angle. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.